Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead began to loosen while being extracted and the tip of this lead broke off, was not retrieved and remained in the patient's vasculature. The physician was not certain if the extracting tool caused the damage to this ra lead or if this ra lead came apart on its own. Ra lead was partially removed. No additional adverse patient effects were reported.